Manufacturer narrative:
(B)(4). The component code device subassembly refers to "ground connection." Age at time of event was also provided as (B)(6). A clarification has been requested.

Event description:
The customer has had ongoing issues with high results for total prostate-specific antigen (tpsa). The customer has identified environmental issues related to humidity levels in the laboratory and there was a known problem with the refrigerator where the reagent is stored. The refrigerator temperature was dropping below recommended temperatures. The field service representative called the customer on (B)(4) 2016 to find out if the environmental issues had been addressed. The customer indicated that they were still working to correct these, but that they had an issue with one patient sample tested for tpsa. The sample had an erroneous result that was reported outside of the laboratory. The customer also mentioned that they had other questionable results for patient samples tested for testosterone (testo) and free prostate-specific antigen (fpsa), but results from these patient samples were not used for diagnostic purposes. The sample initially resulted as 3.13 ng/ml and this value was reported to the doctor. The laboratory indicated to the doctor that they were repeating the sample and to not take any action based on the initial result. The sample was repeated twice, resulting as 0.625 ng/ml and 0.662 ng/ml. The laboratory believed the repeat results to be more accurate, but the doctor requested for the sample to be repeated at a different site, since there had been ongoing issues with the analyzer. The sample was repeated at the other site, where it resulted as 0.570 ng/ml on (B)(6) 2016. The patient was not adversely affected. The tpsa reagent lot number was 18677101, with an expiration date of 07/31/2016. The field service representative determined that there were issues with the grounding of the analyzer and that the laboratory had low humidity. He stated that the laboratory has purchased a humidifier. He checked system volume, checked liquid level detection, and re-made the ground connection to the reagent disk. He cleaned, replaced, and adjusted parts. He ran performance testing and this was within specifications. He also ran precision studies. The customer ran quality controls and all assays were within specification.

Manufacturer narrative:
It was confirmed that the patient was (B)(6) years old at the time of the event and the provided date of birth is correct.the customer has not reported any further issues since service had been performed on the instrument and the humidifier had been moved closer to the instrument.